Event description:
Additional information from the patient indicated that they don't know of any significant circumstances that led to the issue. They stated that their hcp left the practice, so no further actions have been taken to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting this week, the patient's stimulator was waking them up at night and they were losing sleep because of it. All of a sudden in the middle of the night the patient would get lots of stimulation in their legs that was uncomfortable and would wake them up. When the patient tried to adjust the stimulation they were not having any luck doing that. The patient had been sleeping with the stimulation set low on a non-neurosense program and they switched to a neurostimulation program set low and they had tried to lower and adjust both programs as well, but they had not found a place that worked for them. Patient tried to contact their reps but they could not get in touch with them. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.